Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced loss of consciousness due to pacing inhibition. Interrogation of device revealed the device was in safety mode. A revision procedure was completed. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.